Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing failure was observed while pacing via the cable. There was no pacing issue while connected to the temporary device directory, and thus, fracture of the cable part was considered to have occurred. The cable is expected to be returned to the service and repair center. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment as the positive continuity tests measure open. It was also noted that there was a positive open at the plug strain relief. Negative continuity tests were intermittent. Negative contact opens and closes when cable is moved by the plug strain relief. The cable bends sharply by the plug strain relief. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cable was returned for service.